Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The monitor did not pass incoming functionality testing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the device at the time of passing.

Manufacturer narrative:
Device evaluation of the monitor has been completed. Upon investigation the monitor did not pass incoming functionality testing. The cause for the failure was isolated to a defective c19 capacitor on the defibrillator pca, a shorted q2 transistor on the computer/analog pca, and thermally damaged k1, r16, r17, and r46 components on the computer/analog pca. The root cause for the defective c19 capacitor could not be positively identified. The root cause for the shorted q2 transistor could not be positively identified. The root cause for the thermally damaged components on the computer/analog pca could not be positively identified. No adverse event resulted from the damaged monitor.